Event description:
It was reported that the patient reported for a follow up in clinic. It was noted that non-sustained right ventricular oversensing determined to be post sensed t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. The patient was asymptomatic throughout. There were no patient consequences.